Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that, since implant, the patient has felt their heart fluttering with the higher rate of the device pacing. Their intrinsic rate was typically low in the 50s, but the device was programmed to a lower rate of 60 bpm. The patient also reported that their heart rate was in the 70s and 80s when not doing a lot of activity. The device remains in use. No patient complications have been reported as a result of this event.